Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own. Event details and patient involvement are unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the system shut down occurred during the handpiece test. The system was replaced and the procedure was completed. There was no error message. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The nonconforming host module was replaced. Unrelated to the reported event, the right side upper panel was also replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause can be attributed to the nonconforming host module. The manufacturer internal reference number is: (B)(4).